Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer had broken, and entire tray was missing from the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer had broken, and entire tray was missing from the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the drawer had broken. At arrival, the station was operational; however, a drawer failure icon was present, and two mini engine pockets were missing. The field service engineer (fse) reinstalled the mini engines but was unable to recover the drawer. The far-left drawer was found to be stuck and would not open. The latch did not fully lock, and upon inspection, the control board was found to be damaged. Several mini pockets were unable to open due to the malfunctioning board. The fse replaced the pyxis bus board and attempted to reset the mini pockets on the last row; however, further investigation determined that the issue was caused by a damaged emergency slide rail. The slide rail was found to be broken and unable to lock. The new drawer was replaced. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer had broken, and entire tray was missing from the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.